Manufacturer narrative:
This report is submitted on april 03, 2020.

Event description:
Per the clinic the device was explanted on (B)(6) 2020, due to improper placement of the electrode array. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.